Event description:
The customer called and requested an inserter. Also it was stated that the pump had alarmed during bolus. The customer was disconnected and run a fixed prime. During the call the customer was hospitalized for high bgs. Later, a nurse called and stated that the customer changed the set. Explained that if the customer is disconnected and insulin is running through, the pump is delivering insulin. A replacement pump was sent.